Event description:
The end user reported he developed a rash that he described as red, itchy, painful, and blistering. The rash is located under his mass, but confined mostly to the peristomal skin on the right side of his stoma. The end user sought treatment from his physician and was diagnosed with contact dermatitis and possibly candidiasis. The end user was issued a prescription for clotrimazole and betamethasone cream. The end user noted some improvement to the rash with the use of the clotrimazole and betamethasone cream; however, the rash is still present. The patient was advised to follow up with his physician.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.